Event description:
It was reported the patient had ineffective stimulation and diagnostic testing revealed low impedances. Reprogramming was unable to resolve the issue. The patient stated he felt changes in stimulation when the ipg site was pressed. Follow-up identified the patient's ipg was explanted and replaced on (B)(6) 2013. The physician noted dried blood in the header and fluid around the lead entry site into the ipg. Intraoperative testing showed normal impedance readings with the new ipg, and the patient reported effective stimulation was regained.

Manufacturer narrative:
Correction:1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.